Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the patient states that he could not find the release valve and once he did, he was able to inflate and deflate, but now he currently cannot deflate and inflate anymore.